Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001513090 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The tensile and elongation testing results performed by the supplier were passing, no issues were identified. Based on the quality team's investigation, it was identified that the probable root cause is traced to clinician error (not excised properly) per the instructions for use. Using forceps, dissect around the cuff to free it from the ingrowth. Ensure that the cuff is completely free within the tunnel. Grasp the catheter in one hand and pull with a firm, constant pressure. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported by the customer that removal of the catheter that fragmented under the mosquito forceps. It was retrieved and the sheath was fully resected and the catheter removed intact. The procedure required increased monitoring of the patient to avoid any cardiorespiratory complications and invasive procedure of removal of fragments in the operating room. Verbatim: rcc received a complaint via email. Removal of the catheter that fragmented under the mosquito forceps. It was retrieved and the sheath was fully resected and the catheter removed intact. The procedure required increased monitoring of the patient to avoid any cardiorespiratory complications and invasive procedure of removal of fragments in the operating room.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401 patient problem code: f1903

Event description:
It was reported by the customer that removal of the catheter that fragmented under the mosquito forceps. It was retrieved and the sheath was fully resected and the catheter removed intact. The procedure required increased monitoring of the patient to avoid any cardiorespiratory complications and invasive procedure of removal of fragments in the operating room. Verbatim: rcc received a complaint via email. Email(s) attached. Removal of the catheter that fragmented under the mosquito forceps. It was retrieved and the sheath was fully resected and the catheter removed intact. The procedure required increased monitoring of the patient to avoid any cardiorespiratory complications and invasive procedure of removal of fragments in the operating room.